Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was powered on and the reported issue was verified. The device double-beeped once powered on. The issue was determined, caused by a problem with the downstream occlusion sensor/cassette detector. Once this component was replaced, the issue was corrected.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy pump produced a double beep, no cassette attached alarm. The product problem was observed during testing. The pump also had wear and tear damage (screen).